Manufacturer narrative:
Correction to field d4. Correction to field h6: impact codes. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100675891. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100474366. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptoms of dysuria and erosion were found to be listed in the IFU.a risk review was completed and confirmed that the event of dysuria and erosion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced burning while urinating. A cystoscopy revealed cuff erosion, leading to the removal of the cuff. A new cuff will be implanted at a later date to allow adequate tissue healing. It was later confirmed that the erosion was noted in the tissue, not the cuff. No device malfunctions or additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to boston scientific corporation. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced burning while urinating. A cystoscopy revealed cuff erosion, leading to the removal of the cuff. A new cuff will be implanted at a later date to allow adequate tissue healing. It was later confirmed that the erosion was noted in the tissue, not the cuff. No device malfunctions or additional patient complications were reported.